Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements and pacing thresholds as well as pacing inhibition due to a suspected partial lead fracture. A revision procedure was performed wherein explant of the lead was attempted but unsuccessful as the physician encountered difficulty extracting the lead. The lead was subsequently surgically abandoned and a new lead implanted. No additional adverse patient effects were reported.